Event description:
During an unspecified case, the or staff noted some smoke in the room. An or technician was contacted. The or tech reviewed the area and thought it may be coming from the hydro-surg unit. The device was warm to the touch, the cover was removed, and what appeared to be burn marks were noted on two of the batteries and on the housing. He thought the unit may have experienced a short circuit. The case was completed and no patient injury was reported.

Manufacturer narrative:
An evaluation was performed on the subject device. Visual examination confirmed the problem that was reported. At this time, we are unable to determine a definitive root cause. A review of the manufacturing records for thereported product code and lot number revealed that there were no discrepancies during manufacture which would cause or contribute to the reported event. If additional information is obtained or a root cause is found, a follow up MDR will be submitted.